Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 170 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques. Customer continued to use existing cartridge for insulin delivery.